Event description:
It was reported that high capture threshold, a variation in r-wave sensing, and low pacing lead impedance were observed. The patient non-pacemaker dependent. The lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the distal tip measuring 45.0cm was returned for analysis. External insulation abrasion was noted at 41.5-41.7cm and 44.8-45.0cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at these locations.